Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that they were experiencing drain complications during pd treatment with the fresenius cycler. In additional follow-up, it was discovered the patient was not able to complete the treatment and was hospitalized with an infection. Further information about the event was obtained through the patient¿s pd nurse. It was reported the patient (who resides in a nursing home) was experiencing symptoms of abdominal pain and fibrin in the pd catheter (not a fresenius product). The nurse indicated the reported drain issues (with the cycler) were because of the fibrin issue. As a result, on (B)(6) 2021, the patient was hospitalized with a diagnosis of peritonitis. Per the nurse, the patient had a pd culture obtained (in the hospital) but the results are not available. It was reported the patient received unknown antibiotics while hospitalized and continued pd therapy. At the time follow-up was completed, it was stated the patient is expected to discharged back to the nursing home on (B)(6) 2021. No further information about the hospitalization is available. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique (a known risk factor for infection), as reported by the patient¿s nurse.